Event description:
It was reported baxter (B)(4), on (B)(6) 2013, that the home choice machine (hc) sounded system error 2240 in drain 2 of 6. The home patient (hp) was not connected to the machine. The technical service representative (tsr) determined that hp disconnected to use the bathroom. The hp reconnected after. The tsr explained to hp that she has to press stop before disconnecting otherwise hc advances to drain and suck in air as it did tonight. No clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). Per the patient at-home guide, users are instructed to use proper procedures when temporarily disconnecting from therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.